Event description:
Baxter complaint coordinator reported there was no instrument blood leak alarm when dialyzer fibers were broken during patient treatment. No patient injury or medical intervention was reported at the time of the initial notification. No further information is available at this time.

Manufacturer narrative:
Further evaluation is anticipated, but not yet done. Once the evaluation is complete, a follow-up will be sent.